Event description:
Allegedly patient suffered dislocation of the femoral prosthesis which also resulted in fractures. On (B)(6) 2011, dislocation reduction was performed. Patient suffered a 2nd dislocation which was again reduced on (B)(6) 2011. Revision surgery occurred (B)(6) 2011.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-01696, -01697. This report will be updated when the investigation is complete.